Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The correction of h6 investigation findings, h6 investigation conclusions data deems required. This is based on the information provided by the service unit and internal evaluation. Previous h6 investigation findings: 4209; corrected h6 investigation findings: 170; previous h6 investigation conclusions: 12; corrected h6 investigation conclusions: 23.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The correction of addtl mfg narrative/corr. Data# field deem required. This is based on the internal evaluation. H10: previous addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical lights. The paint was peeling from the devices, what was confirmed by the photographic evidence. There was no injury reported. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical lights did not meet the manufacturer¿s specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. There is no information if devices were or were not used for patient treatment when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. The peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual IFU 01781 en 13 page 37 mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection (§ 8.1.1 of the user manual IFU 01781 en 13 page 94). Corrected addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical light. The paint was peeling from the device, what was confirmed by the photographic evidence. There was no injury reported. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. According the information provided by the getinge techncian, the repair was performed by parts replacement. Based on the information collected to date it was established that when the event occurred, the surgical lights did not meet the manufacturer¿s specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. There is no information if devices were or were not used for patient treatment when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. The peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection. Getinge initiated a field action msa-605552 (z-1308-2022) in may 2022 for the volista standop surgical lights due to the potential for paint chipping to occur on the component (reference ard568801164) located on the fork of the volista standop cupolas. Field action was launched in order to continue to perform daily inspections per the IFU by the customers, which include checking for any chipped or missing paint. If customer observes paint chipping or detachment, the firm recommends to stop using the device and contact getinge service representative to schedule an appointment to replace the part free of charge. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information about the customer was obtained, therefore we submit supplemental report.

Event description:
Manufacturer reference number (B)(4).

Event description:
On 2nd september, 2021 getinge became aware of an issue with volista standop surgical light. The paint was peeling from the device, what was confirmed by the photographic evidence. There was no injury reported. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical lights. The paint was peeling from the devices, what was confirmed by the photographic evidence. There was no injury reported. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical lights did not meet the manufacturer¿s specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. There is no information if devices were or were not used for patient treatment when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. The peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿alarm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual IFU 01781 en 13 page 37 mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection (§ 8.1.1 of the user manual IFU 01781 en 13 page 94).